Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022441 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022441, test base part number 190-430/ lot: 1021441. The lot met the required release specifications a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022441 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022441 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided. A possible root cause could be sample interference or cross contamination.

Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01467 (patient 2) and 1221359-2021-01468 (patient 3). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported (3) discrepant results on the ID now covid-19 assay, which occurred on various dates and was observed between the emergency room and the laboratory. This report addresses patient (1) of (3). Per the customer discrepant results were received from direct kitted swabs while using the idnow covid-19 assay. The patients were noted to be asymptomatic and symptomatic, no specific status was provided for each patient. The customer confirmed the patient did not have a history of testing positive for covid-19. The customer reported the patient's medical care was impacted. The patient subsequently received treatment for covid-19 infection. Although requested, additional information has not been provided.